Event description:
It was reported that during a pouch procedure, the very skilled surgeon could not attach the head to the stapler. They opened a new stapler and succeeded to attach the head to this one, which did not seem to have the resistance with this returned device. Surgery was prolonged 10 minutes. There were no adverse consequences for the patient.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.